Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hypospadias procedure on (B)(6) 2017 and suture was used. During the procedure, when the package was opened, it was noted that the needle was thinner than normal in the attachment region. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: a used needle-suture piece was returned for evaluation. During the visual inspection of the needle-suture piece, the swage and attachment area of needle were as expected. The suture piece present body fluids and it was observed with open braid. No other damaged or defects were observed on the needle or suture piece. Additionally, a functional test was performed, the pull and tensile force were above the minimum requirements. In addition, the top foil was examined and no damage or defects were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of received sample, it could not be determined what may have caused the reported incident . An opened sample was returned for analysis. During the visual inspection of the dispensed needle-suture combination , the swage and attachment area were as expected. The suture was examined along of the strand and no defects or damaged was observed. Additionally, a functional test was performed , and the pull and tensile force were above the minimum requirements. In addition, the labeled winding former was examined and no damage or defects were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the received sample, no defects were found on the sample. An unopened representative sample was returned for evaluation. During the visual inspection of unopened sample, no defects were found on the package. The sample was opened and the swage and attachment area of the needles were as expected. The suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. Additionally, a functional test was performed, the pull and tensile force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the received sample, no defects were found .